Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported anterior chamber reaction in an eye after reducing steroidal eye drops following an intraocular lens (iol) implant procedure. An unknown required intervention was performed to prevent permanent impairment or damage.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The root cause for the reported complaint could not be determined. All product and batch history records are quality reviewed prior to product release. (B)(4).